Event description:
The complaint is reported as: "right subclavian insertion about the middle from shoulder to midline. On insertion the guidewire immediately kinked just behind the j tip. Dr managed to get the guidewire in again. The guidewire then kinked around 28cm. He could get the guidewire in further until ECG changes could be seen. After dilatation he tried to put the catheter in. It only went into the patient up to about 12 cm. And no matter what the catheter would not go any further. He then came out with everything and tried a new guidewire. He managed to get the guidewire in without any issues, dilated again, keeping the dilator in for about a minute then came out and inserted the catheter. Again the catheter only went in for approximately 12 cm. The catheter then kinked the guidewire 32cm. At this point the dr requested a 7 fr 3 lumen catheter. He used the straight end of the guidewire and went in and successfully inserted the 7 fr catheter." It was reported therapy was delayed, but there was no patient injury or complications.

Manufacturer narrative:
(B)(4) the customer provided one video for evaluation. The video displayed a successful cvc insertion. After insertion, the video pans over to show two guide wires with slight damage. This indicates that the successful insertion seen in the video was not using the returned product complaint samples. The customer returned one 5-lumen cvc and guide wire for evaluation. Both components contained significant signs of use in the form of biological material. Visual examination of the guide wire revealed one bend and one kink in the wire near the distal j-tip. The coils appeared slightly closer together; however, they were not offset or unraveled. Visual examination of the catheter did not reveal any defects or anomalies. The guide wire contained one kink 578 mm from the proximal end. The guide wire was also bent from 290-315 mm from the proximal end. The total length of the guide wire measured to be 600 mm which is within specifications of 594-606 mm per product drawing. The outer diameter of the guide wire measured to be 0.791 mm which is within specifications of 0.78-0.81 mm per product drawing. The total length of the catheter body measured to be 225 mm which is within specifications of 207-227 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. "The returned guide wire was passed through the returned catheter with slight resistance encountered at the kink/bend. A manual tug test confirmed both welds were fully secured. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink and one bend, which led to slight resistance when advancing the catheter. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the defect was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Additional information received that the patient died on (B)(6) 2021 due to complications from covid-19. The device did not cause or contribute to the patient's death. It was reported the patient had severe complications from covid and had been on the ventilator for many days.

Event description:
The complaint is reported as: "right subclavian insertion about the middle from shoulder to midline. On insertion the guidewire immediately kinked just behind the j tip. Dr managed to get the guidewire in again. The guidewire then kinked around 28cm. He could get the guidewire in further until ECG changes could be seen. After dilatation he tried to put the catheter in. It only went into the patient up to about 12 cm. And no matter what the catheter would not go any further. He then came out with everything and tried a new guidewire. He managed to get the guidewire in without any issues, dilated again, keeping the dilator in for about a minute then came out and inserted the catheter. Again the catheter only went in for approximately 12 cm. The catheter then kinked the guidewire 32cm. At this point the dr requested a 7 fr 3 lumen catheter. He used the straight end of the guidewire and went in and successfully inserted the 7 fr catheter." It was reported therapy was delayed, but there was no patient injury or complications.